Manufacturer narrative:
The product has been returned, and analysis is in progress. A supplemental report will be filed upon analysis completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient's native aortic valve was replaced with a 21mm bioprosthetic valve. Approximately 25 minutes after coming off of cardiopulmonary bypass (cpb), the patient became hypotensive. The patient was placed back on cpb. Echocardiogram showed a dilated left ventricle with "abnormal motion" and a "sluggish" right ventricle. The patient was reported to have a small aortic root, and prior to implanting the 21mm bioprosthetic valve, the surgeon had performed a root enlargement procedure in order to accommodate the prosthetic valve. Despite this, with the echocardiogram findings and the low placement of the patient's native coronary arteries, the surgeon was reported to be concerned about a potential coronary artery obstruction with the 21mm bioprosthetic valve. Due to this, the valve was explanted and a full aortic root bioprosthetic valve was implanted instead. A vein graft was required to connect the aorta to the right coronary artery due to a possible right coronary artery button dissection. It was reported that there was no issue with the 21mm bioprosthetic aortic valve itself. Of note, this was this surgeon's first time implanting this model of bioprosthetic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned with 4 pieces of excised leaflets. The valve was discolored showing evidence of blood contact. Small needle holes show placement of implantation sutures. The sewing cuff was inverted with signs of explant damage. The leaflet remnants attached to the valve and excised leaflets were slightly stiff yet flexible. Due to the excised leaflets, the condition of the commissures could not be assessed. All three stent posts were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Due to the excised leaflets, the condition of the commissures cannot be assessed. The information provided from the surgeon concluded that there was no issue with the 21mm bioprosthetic valve only patient issues with a small aortic root. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.